Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to insert new sensor using the current transmitter, verify the transmitter ID, reset the receiver, and wait for pairing to complete on the receiver. No additional patient or event information is available.